Event description:
It was reported that an ilet user experienced an unexpectedly large insulin dose for a standard lunch meal announcement, with the device delivering approximately 18.7 units instead of the recent pattern of about 2.6 units, followed by a low blood glucose that was treated with 15 g of fast-acting carbohydrates by the school nurse; the highest/lowest value reported during the event was 65 mg/dl, and no alerts or alarms occurred. Symptoms included hypoglycemia. Outcomes included transient low blood glucose lasting about 20 minutes, with self-treatment using oral glucose and no medical intervention. Investigation included data synchronization review and analysis of device engineering logs. Investigation of this case revealed no device reset or malfunction and identified that prior meal announcements had been made within four hours of breakfast and that the user had experienced prolonged postprandial hyperglycemia on the previous day, which likely led the system to calculate a larger meal dose; the device component and algorithm functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.